Event description:
Cautery tip broke during use.

Manufacturer narrative:
It was reported that the cautery tip broke during use. It is not known if the tip was manipulated by the clinician in any way prior to use. The piece was retrieved without further incident and no patient injury resulted. The surgical pack lot number was not provided to us. The sample was returned and the issue was confirmed. The tip is manufactured by bovie medical and will be returned to them for further review and investigation.